Manufacturer narrative:
Device location is unknown.

Event description:
A company representative reported deformation of the anterior teeth of an aleutian tlif ii implant. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
H6 codes have been updated to reflect receipt of the device and conclusion of the investigation.

Event description:
A company representative reported deformation of the anterior teeth of an aleutian tlif ii implant. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.